Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available. H3, h6: the device lot is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: harold I. Salmons, michael w. Sewards, caden j. Messer, nicholas a. Bedard, michael j. Taunton, kevin I. Perry, mark w. Pagnano, robert t. Trousdale, cody c. Wyles. Mid-term outcomes after contemporary cementless vs. Cemented primary tka: some subtle differences. Mayo clinic.page1. Objective/methods/study data: the aim of this study was to investigate implant survivorship and outcomes after contemporary cementless vs. Cemented tka. For the period from 2016 to 2023, the study retrospectively reviewed 3,763 primary total knee arthroplasties for osteoarthritis. The mean age of the patients was 68 years, and 56% were women. One of the implants used was the attune. 598 tkas, were cementless, and 3,165 tkas were cemented. The mean follow-up period was 3 years. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy attune other devices that were used on the patient at the time of the event: empower, nextgen legacy, persona & triathlon. Adverse event(s) and provided interventions possibly associated with unk attune knee tibial tray (qty.9) 9 patients had aseptic loosening that required surgical revisions. Adverse event(s) and provided interventions possibly associated with unk knee construct attune (qty.31) 31 patients had periprosthetic joint infection ( pji ) that required surgical revisions.